Manufacturer narrative:
Complaint conclusion: approximately nine months after having two stents placed in the proximal right internal carotid artery, the patient experienced a tia characterized by left hemiparesis. The event was reported to be unrelated to the study devices/procedure, anticoagulation, or any cordis product. The duration of the event was not known. The patient recovered with minor residuals. The patient's medical history includes: severe pulmonary disease, first-degree relative with premature cad, diabetes mellitus, coronary artery disease, myocardial infarction, and hypertension. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14154299 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Transient ischemic attack (tia) is defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Tia occurs when the blood supply to part of the brain is briefly interrupted. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient factors may have contributed to the reported events.

Manufacturer narrative:
Additional information/adjudication minutes received indicated that the previously reported adverse event (ae) of transient ischemic attack (tia) was changed to a cerebrovascular accident (cva). Complaint conclusion: the cc has been updated to reflect adjudication determination that the previously reported tia has been adjudicated as a cva. Approximately nine months after having two stents placed in the proximal right internal carotid artery, the patient experienced a cva. Multiple examinations were normal with no evidence of hemodynamically significant stenosis within the right internal carotid artery. The impression was: possibility of right hemispheric ischemia; whether a tia, a rind or a right cerebral infarct is uncertain. The event was reported to be unrelated to the study devices/procedure, anticoagulation, or any cordis product. The patient's medical history includes: severe pulmonary disease, first-degree relative with premature cad, diabetes mellitus, coronary artery disease, myocardial infarction, and hypertension. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14154299 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The patient was asymptomatic for the index procedure. The proximal rica target lesion was reported to be: a 95% stenosis, 10 mm length, 5 mm reference diameter, eccentric, and mildly tortuous. The lesion was pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. The residual stenosis was 0%. Please note that this report is for two products used during the same procedure with the same catalog and lot number. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had two (2) precise 10 x 30 stents implanted during the study index procedure in the proximal right internal carotid artery (rica). The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Approximately nine months after the index procedure, the patient experienced a neurological event of tia characterized by left hemiparesis. The event was reported to be unrelated to the study devices/procedure, anticoagulation, or any cordis product. The duration of the event was not known. The patient recovered with minor residuals.